Event description:
It was reported by the patient that they had a fall and their right ventricular (rv) lead dislodged. The lead was turned off and remains in use. The patient also states they are hearing alert tones from their implantable cardioverter defibrillator (ICD). The patient's follow-up clinic had no information on the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.